Manufacturer narrative:
The sysmex sp-10 instructions for use (IFU), chapter 1 - introduction, section 1.1 - intended use, states, "the sp-10 is designed for the purpose of making smears from edta blood samples. The device is not intended for any other use." The user stained a slide made from a body fluid on the sp-10. Additionally, the laboratory stains body fluid slides on an sp-10 device, and then restains the slides on another sp-10 device. The IFU does not instruct users to stain slides twice prior to review. The user reported colorwright wright-giemsa stain lots 0314, 0282, and 0266 generated precipitant resembling bacteria. Astral, the manufacturer of the colorwright wight-giemsa stain, performed an investigation of the suspect lots. The initial release slides for lots 0314, 0282, and 0266 were examined for precipitant and determined to be acceptable. No product deficiency was identified.

Event description:
The laboratory erroneously reported bacteria was present when reviewing a body fluid slide causing a patient to receive unnecessary antibiotic treatment. The user reported precipitant from stain resembled bacteria. A pleural fluid was collected on (B)(6) 2021 at 11:23. The pleural fluid was analyzed for white blood cell (wbc) and red blood cell (rbc) counts on (B)(6) 2021 at 12:28 and generated accurate results. A slide was made with the pleural fluid within an hour of analysis. No additives were used when making the slide. The slide was wright stained two consecutive times on two different sp-10 devices per laboratory standard operating procedure. The time of staining and stain lot used are unknown. The pathologist reviewed the wright stained slide and reported bacteria on (B)(6) 2021 at 17:49. Pleural fluid from the same (B)(6) 2021 collection was submitted to the microbiology department for gram stain and body fluid culture. A gram stain was performed and reported as "negative" on (B)(6) 2021 at 22:30. The pathologist reported a physician note on (B)(6) 2021 at 07:30 indicating "intracellular bacteria bacilli noted on slide" from the wright stained slide. The patient was administered antibiotic treatment (zosyn) on (B)(6) 2021 at 09:15. The microbiology department reported a "negative" body fluid culture on (B)(6) 2021 at 06:58. The patient was still receiving antibiotic on (B)(6) 2021 at 07:30. The patient was discharged on (B)(6) 2021. It is unknown if antibiotic therapy was discontinued. The pathologist corrected the initial result of "bacteria" to "artifact" on (B)(6) 2021. The user stated the comment "intracellular bacteria bacilli noted on slide" caused antibiotic treatment to be administered. The customer would not confirm if antibiotic treatment was solely based on the bacteria result. The patient was still receiving antibiotic treatment after "negative" gram stain and body fluid culture results were reported. It is unknown if the "negative" gram stain result was taken into consideration when administering the antibiotic. No patient harm was incurred due to the administration of the antibiotic.